Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced allergic reaction. No relevant medical history and concomitant medications were reported. Past medication include synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) for bilateral degenerative knee disease. On (B)(6) 2017, the patient experienced soreness that turned into pain in the left knee last night at approximately 7-8 pm. Patient also stated that the back side of the left knee was sore and it felt very extremely warm in the knee joint. Patient contacted the on-call doctor and doctor suggested that patient ice her left knee and take 800 mg of ibuprofen. Patient reported that at 9:40 pm she took 2 tablets of 200mg of ibuprofen, at 11 pm patient took 1 tablet of 200 mg and at 12 am patient took another tablet of 200 mg. On (B)(6) 2017, the patient saw the doctor in the morning at approximately 9:45 or 10 am after taking 400 mg at 7:30 am and again at 8:30 am. The doctor tried to drain the synvisc one from the knee but he wasn't getting any of it out so he gave patient a cortisone injection to lessen the reaction that she had. Patient stated last night she needed the walker and today she does not feel the need to use the walker. Patient mentioned that when the doctor examined her patient did not notice any swelling in the left knee. This was the second time that she received the synvisc one injection. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient was diagnosed with an allergic reaction. Corrective treatment: ice her left knee, ibuprofen, cortisone injection. Outcome: unknown. A global pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 30-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced allergic reaction. No relevant medical history and concomitant medications were reported. Past medication include synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) for bilateral degenerative knee disease. On (B)(6) 2017, the patient experienced soreness that turned into pain in the left knee last night at approximately 7-8 pm. Patient also stated that the back side of the left knee was sore and it felt very extremely warm in the knee joint. Patient contacted the on-call doctor and doctor suggested that patient ice her left knee and take 800 mg of ibuprofen. Patient reported that at 9:40 pm she took 2 tablets of 200 mg of ibuprofen, at 11 pm patient took 1 tablet of 200 mg and at 12 am patient took another tablet of 200 mg. On (B)(6) 2017, the patient saw the doctor in the morning at approximately 9:45 or 10 am after taking 400 mg at 7:30 am and again at 8:30 am. The doctor tried to drain the synvisc one from the knee but he wasn't getting any of it out so he gave patient a cortisone injection to lessen the reaction that she had. Patient stated last night she needed the walker and today she does not feel the need to use the walker. Patient mentioned that when the doctor examined her patient did not notice any swelling in the left knee. This was the second time that she received the synvisc one injection. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient was diagnosed with an allergic reaction. Corrective treatment: ice her left knee, ibuprofen, cortisone injection. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention.